Event description:
The nurse alleged that a pt fell due to the pt positioning monitor not working correctly. The facility indicated there were no injuries.

Manufacturer narrative:
The repairs have not been completed.